Manufacturer narrative:
Analysis of the device was not consistent with the reported event. The pin remained attached. There was however a broken laser weld on the barrel of the device. The most probable root cause of this is related to manufacturing. Device history record review for the returned device did not find any deficiencies. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported that a lock nut on the polyaxial screw backed out 12 months post-operatively. The construct was from t5-l5, the patient is asymptomatic and appears to have good fusion.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for this complaint device could not be reviewed.